Event description:
It was reported that the pt had a laparoscopic cholecystectomy performed in 2001. The pt came to the doctors office stating she is having a reaction to the stainless steel clips. The account does not know what product was used, but knows it was an ees clip applier. As of now the pt has not had any medical intervention. The pt has been experiencing pain since her procedure in the same month. She has undergone MRI's and CT scans and no abnormalities have been observed. The pt believes that stainless steel clips were used an she would like the doctor to remove them and place titanium clips. The doctor is trying to determine what types of clip applier was used. The op report did not indicate only that 2 clips were placed on the pt side. The doctor believes he used a reusable clip applier, not sure if he used stainless or titanium clips. The pt is coming in for blood work, however she has too many other unrelated complications to go in and remove the clips (as the pt has requested).

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.